Event description:
The customer reported being at the urgent care facility due to a surgery and high blood glucose of 244mg/dl, and he was treated with the insulin pump. Troubleshooting was performed. The time and date were correct, but the basal rates and bolus wizard were incorrect. Assisted the caller to correct them. Reviewed the bolus history and found that the customer has not been using the insulin pump for three weeks while staying in the hospital. Assisted the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.